Manufacturer narrative:
Full address of the facility is (B)(6). This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there is a foreign object in the device nozzle. This is attributed to insufficient cleaning. The other observations for the device are: watertightness is not maintained due to wear of up/down (u/d) knob; distal end rubber coating (a-rubber) adhesive is missing; due to angle wire stretching, there is insufficient bending angle and play of angle knob is out of standard; scratches are found on u/d knob and angle fixing lever, right/left (r/l) knob and angle fixing lever, insertion tube, operation part, tip cover, hardness adjustment ring, grip, and universal cord; u/d knob is corroded; operation part has discoloration; and suction cylinder is craped. The user¿s complaint of leakage from u/d knob was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of leakage from up/down angle knob. There is no harm reported to any patient or persons. Upon evaluation of the returned device, it was observed that there is a foreign object in the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The event date of the customer reported event is not known. The device used by the customer to detect the air leak from the up/down angle knob is not known. The customer does not use an olympus automatic endoscopy reprocessor (aer) at the facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Additional information was received regarding the customers reprocessing steps. The device was cleaned, disinfected, and sterilized before requesting repair. The customer did not delay the start of pre-cleaning. Water and air were supplied to the air/water nozzle. Accessories were used for manual cleaning and the endoscope was left in the cleaning solution. Additionally, liquid was sent through the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.